Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricle (lv) lead impedance was out of range and was failing to capture. The lv lead was not used.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported events of failure to capture and impedance was out of range were not confirmed. A complete lead was returned in one piece for analysis. Electrical testing, visual inspection and x-ray test were normal with no anomalies found.